Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unavailable). According to the complainant, the patient presented in the emergency room with pelvic pain in the evening post procedure. A bowel obstruction was confirmed, and nasogastric (ng) intubation was required for 24 hours. It could not be confirmed whether the obstruction was an effect of the hta procedure or a pre-existing condition. The patient's anatomy was not unusual. Decreased visualization was observed during the procedure, however no procedural problems were identified. The patient's current condition is reported to be "fine."

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010 (patient ID, age, and weight are unavailable). According to the complainant, the patient presented in the emergency room with pelvic pain in the evening post procedure. A bowel obstruction was confirmed, and nasogastric (ng) intubation was required for 24 hours. It could not be confirmed whether the obstruction was an effect of the hta procedure or a pre-existing condition. The patient's anatomy was not unusual. Decreased visualization was observed during the procedure, however, no procedural problems were identified. The patient's current condition is reported to be "fine."

Manufacturer narrative:
It was confirmed that no fluid loss alarm occurred during the procedure. Additionally, there has not been any patient follow up since the hospital discharge. It cannot be confirmed if there was a perforation or thermal injury, however the patient has not contacted the physician for additional treatment at this time. Several attempts to obtain additional information have been unsuccessful.